Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.

Event description:
The second report of two cases. Cross reference with MFR 3006697299-2011-00025 (B)(4). A cusa nxt console, a pool unit, trialed for 5 cases and failed 2 out of 5 times. The handpiece was not debulking and was getting clogged easily during surgery. There was no pt injury, death or delay in surgery as a result of this event. Add'l clinical info has been requested.